Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia of 580 mg/dl [hyperglycaemia]. Device stopped between 4 and 4.5 units [incorrect dose administered by device]. The patient inserted the needle twice but could not inject insulin [device failure]. Case description: this serious spontaneous case from japan was reported by a consumer as "hyperglycaemia of 580 mg/dl(hyperglycaemia)" beginning on (B)(6) 2021, "device stopped between 4 and 4.5 units(partial dose delivery by device)" beginning on (B)(6) 2021, "the patient inserted the needle twice but could not inject insulin(device failure)" beginning on (B)(6) 2021, and concerned a female patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". A non-valid suspect product "insulin" from an unknown start date for "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) not reported. Current condition: type 1 diabetes mellitus (duration not reported). On an unspecified date, patient started using unknown insulin product with novopen echo. On an unspecified date in (B)(6) 2021, patient tried to inject insulin at 7.5 units, the device stopped between 4 and 4.5 units. The patient inserted the needle twice but could not inject insulin. The needle (details unknown) was changed and the patient injected insulin without priming 2 units. One hour later, the blood glucose level was 580 mg/dl (hyperglycaemia). It was reported that, novopen echo was replaced. Batch numbers: novopen echo: not available. Action taken to novopen echo was not reported. Action taken to insulin was not reported. The outcome for the event "hyperglycaemia of 580 mg/dl(hyperglycaemia)" was unknown. The outcome for the event "device stopped between 4 and 4.5 units(partial dose delivery by device)" was unknown. The outcome for the event "the patient inserted the needle twice but could not inject insulin(device failure)" was not reported. No further information available. Reporter comment: the patient commented that she might not have been able to inject for 4 units.

Event description:
Case description: investigational result: name :novopen echo, batch number :unknown no investigation was possible, because neither sample nor batch number was available. Since last submission following information was added: -investigational result added -imdrf codes added -device tab updated-malfunction, non-reportable tabs updated -narrative updated accordingly no further information available final manufacturer's comment: 15-sep-2022: the suspected device novopen echo has not been returned to novo nordisk for evaluation. Batch number of the device is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary name :novopen echo, batch number :unknown no investigation was possible, because neither sample nor batch number was available.